Event description:
A saluda employee received an email notification from a customer that an explanted device was being returned to the manufacturer per their protocol. No further information has been received at the time of reporting.